Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the paramedics were unable to acquire a 12-lead ECG during a patient event. There was no negative patient impact. The patient was transported to the hospital without incident.